Event description:
Additional information received reported that the patient had recovered without sequela.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 977a260,serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (va0gn5v040) found there was a gap in the stylet coil. It was noted that there was a gap or kink in the stylet coil 11.7 cm from the distal end of the lead. The tip of the stylet caught on the kinked area of the stylet coil when the stylet was being inserted. The kink was caused by the tip of a stylet being pushed against the coil. The stylet coil would have perforated if the stylet had continued to be pushed against the coil in this location. Analysis of a stylet found no significant anomaly. It was noted that the stylet wire was slightly bent approximately 5 cm from the distal end. Analysis of a stylet found no significant anomaly. It was noted that the white handle, blue cap stylet had a bend in the wire 48.8 cm from the distal end. Analysis of seven other stylets found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional could not insert any of the stylets into the lead (when the green/blue stylet was removed). It was noted that the tip caught inside the lead before reaching the electrodes and would not advance. The tip of the stylets was lubricated with saline and the electrodes were past the needle tip. The health care professional even tried to insert the stylets while the lead was not in the needle and they would not advance. Finally, he gently stretched the lead and the stylet advanced. Another lead was already opened, so this one was not implanted. It was also noted that the stylet spun inside of the second lead, making the lead tip not able to rotate and making it difficult to steer. The health care professional had much difficulty placing the lead because of poor steering. It was noted that the number on both green stylets (that were used) was number 2 and both spun inside the lead. On the third lead, it was noted that the number on both green/blue stylets was number 2and the number on the green/green was 1. It was noted that both spun inside the lead. It was further reported that there was a positioning difficulty with the first lead. It was noted that the first lead was not steering and that the stylet was ¿spinning¿ inside the lead, making the lead tip not move. When inserting the stylet, they got ¿hung up¿ inside the lead and would not advance. The health care professional pulled the lead at both ends and stretching it, the stylet then advanced. It was noted that there was a batch of stylets that were used that steered ¿really well¿ and didn¿t turn inside the leads. It was noted that there was no patient injury. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.